Event description:
It was reported that: "when using cutting block the back piece of instrument fell out. Could not use."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.